Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419488, lead, implanted: (B)(6) 2005; yrirhx14115, stent graft, implanted: (B)(6) 2004; yrbrhx2414165, stent graft, implanted: (B)(6) 2004; 4068-45, lead, implanted: (B)(6) 1997.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.